Manufacturer narrative:
(B)(4).

Event description:
It was reported that a potential transmitter failure occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of potential transmitter failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
It was reported that a potential transmitter failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 v. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).